Manufacturer narrative:
Six samples and two photos of 1ml luer-lok syringes (p/n - 309628) were received and evaluated. All samples were received loose with one or more graduation lines missing between the zero line and the 0.1ml graduation line. Both images each from a different view show one loose syringe with the scale markings missing condition as described above. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3264905 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter translated from dutch to english: measurement on syringe below 0.1ml is not readable. 6 pieces kept as sample. Additional information provided: we would like to ask you to confirm if samples are available for testing. = yes. If so, please indicate if the samples are: unused (before use). Important: if used, confirm whether the specimens have been used or contaminated with blood or cytotoxic medications. = are not infected. Regarding pick-up address: wilhelmina hospital assen, europaweg-zuid 1, central warehouse department.